Manufacturer narrative:
The root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass wrap/patch/pad too hot. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. Product quality complaints provided the following severity rating assessment: s3.

Event description:
Event verbatim [preferred term] the part of the abdomen appeared burnt, ruined skin (peeling) and presence of yellow liquid in the area exposed to the device as from notable burning [burns second degree], she couldn't keep the device on her belly for 8 hours as recommended but only resisted 3 hours due to the very strong heat felt [device issue] narrative: this is a spontaneous report from a contactable consumer reporting for herself. A 31-year-old female patient started to receive thermacare heatwrap (thermacare per I dolori menstruali) from unknown date for menstrual pain. Medical history included ongoing endometriosis. The patient's concomitant medications were not reported. The consumer reported that she has purchased and used thermacare on (B)(6) 2019 to relieve menstrual pain. Despite having used it other times (the patient suffered from endometriosis), on (B)(6) 2019 she couldn't keep the device on her belly for 8 hours as recommended but only resisted 3 hours due to the very strong heat felt. The part of the abdomen appeared burnt, ruined skin (peeling) and presence of yellow liquid in the area exposed to the device as from notable burning. At the time of the report the problem was still present. She did not report, at the time of the call, that she had taken yet action to alleviate the event but reported that she would contact the general practitioner as soon as possible. Action taken in response to the events for thermacare heatwrap was permanently withdrawn on (B)(6) 2019. The events outcome was not resolved. Product quality complaints provided the following investigation information: the root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass wrap/patch/pad too hot. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. Product quality complaints provided severity rating assessment of s3. Upon follow-up (B)(6) 2019, product quality complaints reported the complaint status was closed. Follow-up (27sep2019): new information received from product quality complaint group includes: updated suspect product (thermacare menstrual) and investigation results. Amendment: this follow-up report is being submitted to amend previously reported information: updated suspect product. Follow-up (02oct2019): new information from product quality complaints includes: severity rating. Follow-up (11oct2019): new information from product quality complaints includes: complaint status (closed). Followup (21nov2019): follow-up attempts completed. No further information expected. Amendment: this followup report is being submitted to notify us food and drug administration (FDA) that MFR report number 1066015-2019-00236 and MFR report number 1066015- 2019-00239 are duplicate. All subsequent follow-up information will be reported under MFR report number 1066015-2019-00236. MFR report number 1066015-2019-00239 is to be considered as deleted. Follow-up attempts completed. No further information expected. Comment: based on the information provided, the events of burns second degree due to the very strong heat described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device. There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass wrap/patch/pad too hot. Product effect varies with each individual. No remedial action/corrective action/field safety corrective action is suggested at this time.

Event description:
The part of the abdomen appeared burnt, ruined skin (peeling) and presence of yellow liquid in the area exposed to the device as from notable burning [burns second degree] she couldn't keep the device on her belly for 8 hours as recommended but only resisted 3 hours due to the very strong heat felt [device issue] case description: this is a spontaneous report from a contactable consumer reporting for herself. A 31-year-old female patient started to receive thermacare heatwrap (thermacare per I dolori menstruali) from unknown date for menstrual pain. Medical history included ongoing endometriosis. The patient's concomitant medications were not reported. The consumer reported that she has purchased and used thermacare on (B)(6) 2019 to relieve menstrual pain. Despite having used it other times (the patient suffered from endometriosis), on (B)(6) 2019 she couldn't keep the device on her belly for 8 hours as recommended but only resisted 3 hours due to the very strong heat felt. The part of the abdomen appeared burnt, ruined skin (peeling) and presence of yellow liquid in the area exposed to the device as from notable burning. At the time of the report the problem was still present. She did not report, at the time of the call, that she had taken yet action to alleviate the event but reported that she would contact the general practitioner as soon as possible. Action taken in response to the events for thermacare heatwrap was permanently withdrawn on (B)(6) 2019. The events outcome was not resolved. Product quality complaints provided the following investigation information: the root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass wrap/patch/pad too hot. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. Product quality complaints provided severity rating assessment of s3. Upon follow-up (B)(6)2019, product quality complaints reported the complaint status was closed. Follow-up ((B)(6)2019): new information received from product quality complaint group includes: updated suspect product (thermacare menstrual) and investigation results. Amendment: this follow-up report is being submitted to amend previously reported information: updated suspect product. Follow-up ((B)(6) 2019) new information from product quality complaints includes: severity rating. Follow-up ((B)(6) 2019) new information from product quality complaints includes: complaint status (closed). Comment: based on the information provided, the events of burns second degree due to the very strong heat described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device. There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass wrap/patch/pad too hot. Product effect varies with each individual. No remedial action/corrective action/field safety corrective action is suggested at this time.

Manufacturer narrative:
The root cause category is nonassignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass wrap/patch/pad too hot. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. Product quality complaints provided the following severity rating assessment: s3.

Manufacturer narrative:
The root cause category is nonassignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass wrap/patch/pad too hot. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. Product quality complaints provided the following severity rating assessment: s3.

Event description:
The part of the abdomen appeared burnt, ruined skin (peeling) and presence of yellow liquid in the area exposed to the device as from notable burning [burns second degree] she couldn't keep the device on her belly for 8 hours as recommended but only resisted 3 hours due to the very strong heat felt [device issue] case description: this is a spontaneous report from a contactable consumer reporting for herself. A 31-year-old female patient started to receive thermacare heatwrap (thermacare per I dolori menstruali) from unknown date at an unspecified dose for menstrual pain. Medical history included ongoing endometriosis. The patient's concomitant medications were not reported. The consumer reported that she has purchased and used thermacare on (B)(6) 2019 to relieve menstrual pain. Despite having used it other times (the patient suffered from endometriosis), on (B)(6) 2019 she couldn't keep the device on her belly for 8 hours as recommended but only resisted 3 hours due to the very strong heat felt. The part of the abdomen appeared burnt, ruined skin (peeling) and presence of yellow liquid in the area exposed to the device as from notable burning. At the time of the report the problem was still present. She did not report, at the time of the call, that she had taken yet action to alleviate the event but reported that she would contact the general practitioner as soon as possible. Action taken in response to the events for thermacare heatwrap was permanently withdrawn on (B)(6) 2019. The events outcome was not resolved. Product quality complaints provided the following investigation information: the root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass wrap/patch/pad too hot. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. Product quality complaints provided severity rating assessment of s3. Additional information has been requested and will be provided as it becomes available. Follow-up (27sep2019): new information received from product quality complaint group includes: updated suspect product (thermacare menstrual) and investigation results. Amendment: this follow-up report is being submitted to amend previously reported information: updated suspect product. Follow-up (02oct2019) new information from product quality complaints includes: severity rating. Company clinical evaluation comment: based on the information provided, the events of burns second degree due to the very strong heat described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device.

Event description:
Event verbatim [preferred term] the part of the abdomen appeared burnt, ruined skin (peeling) and presence of yellow liquid in the area exposed to the device as from notable burning [burns second degree] , she couldn't keep the device on her belly for 8 hours as recommended but only resisted 3 hours due to the very strong heat felt [device issue] , . Case narrative:this is a spontaneous report from a contactable consumer reporting for herself. A (B)(6)-year-old female patient started to receive thermacare heatwrap (thermacare heatwrap), via an unspecified route of administration from unknown date at an unspecified dose for menstrual pain. Medical history included ongoing endometriosis. The patient's concomitant medications were not reported. The consumer reported that she has purchased and used thermacare on (B)(6) 2019 to relieve menstrual pain. Despite having used it other times (the patient suffered from endometriosis), on (B)(6) 2019 she couldn't keep the device on her belly for 8 hours as recommended but only resisted 3 hours due to the very strong heat felt. The part of the abdomen appeared burnt, ruined skin (peeling) and presence of yellow liquid in the area exposed to the device as from notable burning. At the time of the report the problem was still present. She did not report, at the time of the call, that she had taken yet action to alleviate the event but reported that she would contact the general practitioner as soon as possible. The action taken in response to the events for thermacare heatwrap was permanently withdrawn on (B)(6) 2019. The events outcome was not resolved. Additional information has been requested and will be provided as it becomes available. Company clinical evaluation comment. Based on the information provided, the events of burns second degree due to the very strong heat described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device., comment: based on the information provided, the events of burns second degree due to the very strong heat described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device.